Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and poor performance with use of the device. Programming changes were made; however, this did not resolve the issue. The recipient's device was explanted.